Event description:
It is reported that the patient was revised due to the grub screw backing out. Only the grub screw from the femoral component was replaced.

Manufacturer narrative:
The migrated screw was explanted and is being returned for evaluation. This report will be amended when our investigation is complete.